Event description:
The caller reported that at the first intubation, the tracheostomy tube broke during insertion and it broke at the flange. The caller stated they did re intubate the pt with another tracheostomy tube. The caller did not know the size or model of the tube but stated it looked like a size 8 and she had the ID of 7.6mm and od of 12.2 which would make it a size 8. She states that the break happened sometime after or during the intubation and pt had to be taken to the operating room to get the tube replaced. She states she thinks they replaced with the same type. During a f/u conversation, caller said she was not sure where the break occurred. Caller would not provide any other pt info.

Manufacturer narrative:
The sample is not available for return and investigation. The device history record for the lot number provided found the reported tube was a size 8perc tracheostomy tube.